Manufacturer narrative:
(B)(4). Evaluation, results: (B)(4) inherent risk of procedure (migration, endoleak, rupture), (B)(6) patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, on an unknown d ate. There is no information available from initial implant of the aneurx device. It was reported that a talent converter and three endurant aortic cuffs were implanted to resolve an aneurrx migration and rupture by way of aui femoral femoral bypass procedure. The aneurysm was reported to be 10cm at time of event. The distal migration occurred and travelled 7cm from initial placement. Aortic neck angle was reported as none. Aortic neck diameter at migration was 30 mm. Amount of distal fixation (iliac) was reported to extend to the hypogatrics. Primary cause of the migration was reported to be disease progression. The devices were implanted successfully. Intra-operatively, post implant, the physician observed a type IV endoleak in the sac and a type ii endoleak. No additional clinical sequelae were reported, and the patient is fine.